Event description:
It was reported that the 8mm maryland bipolar forceps instrument had defective insulation in the inner material, after use. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage is related to the insulation of the conductor wire, and it was identified during reprocessing. The inner wire of the conductor wire was exposed. It is unknown if there was loss of cautery. The procedure was completed using the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.